Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the wheel locks keep failing states that they will not stay tightened up and has gone to client several times to adjust them.